Event description:
It was reported that the user experienced fluctuating glucose readings with episodes of hyperglycemia followed by hypoglycemia after an infusion set change and subsequent physical activity, and later reported a low glucose trend after announcing a meal while trending down. Symptoms included hypoglycemia with a documented nadir of 57 mg/dl and approximately 15¿20 minutes under 70 mg/dl, as well as preceding hyperglycemia. Outcomes included device low-glucose alerts, self-treatment with carbohydrates, and no need for medical intervention or assistance. Investigation included review of device data logs, guided self-monitoring with capillary blood glucose checks to compare to cgm values, and user education on meal announcements during downward trends. Investigation of this case revealed no device alarms or malfunctions of the ilet system and suggested that a non-absorbing or malpositioned infusion site followed by a new, functioning site and exercise likely contributed to variable insulin exposure and the subsequent low, with later low trend influenced by meal announcement during a downward trajectory. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user management factors and infusion site performance rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.